Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would troubleshoot and tried using a different type of infusion set. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the current occlusion. The customer met with tandem clinical diabetes specialist and infusion set site rotation and alternate types of infusion set types were discussed.